Event description:
It was reported that the patient was having to wear the charger for an extended period of time, compared to previous use. The patient underwent an implantable pulse generator (ipg) replacement procedure.